Event description:
It was reported that pump displayed repeated insulin depleted messages even though cartridge was full, and customer indicated that customer service did not resolve issue. There was no reported impact to the customer¿s blood glucose level. Customer requested follow up for issue, but no additional information was received regarding any corrective actions taken by customer or technical support.